Event description:
It was reported that during an unknown procedure, after the fourth firing, the anvil did not release. Even the anvil release button and manual release lever were not functioning. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Release button the analysis found that one (B)(4) device was returned was received with the release button damaged and with no cartridge reload on the device. The device was tested for functionality with a test cartridge reload and it fired, and formed all the staples as intended. The device could be opened only when applying reverse force to the closing trigger and pressing the anvil release button simultaneously. The device was disassembled to verify the condition of the internal components and the closing trigger return post was noted to be broken, not allowing the device to properly open when the release button was depressed. Although no conclusion could be reach on what caused the damage to the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.